Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. Additional information has been requested. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) three days post lasik in a patient's left eye. Topical steroid drops were increased and oral steroids prescribed. Additional information has been requested.

Manufacturer narrative:
Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Correction - optometrist initially reported the patient used a topical glaucoma eye drop bilaterally every two hours instead of artificial tears. Reporter indicated flap were displaced at one day post lasik procedure. A flap lift and rinse was performed. The patient complained of racing heartbeat and blurred vision. The patient was seen at three days post op and "stage 2" diffuse lamellar keratitis was observed on the left eye.